Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided. Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing a fresenius cycler with a fresenius cassette and the adverse event of peritonitis as there was no confirmation whether this event occurred during pd therapy. Regardless, it is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis cannot be determined as there is no confirmed source. In the absence of a confirmed root cause of this patient¿s peritonitis, the fresenius cycler with the fresenius cassette cannot be excluded as a potential source or contributor to the patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
Through a clinic survey, fresenius became aware of this peritoneal dialysis (pd) patient who experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to contact the outpatient clinic and patient to acquire additional information related to the reported event; however, no additional information concerning the patient¿s peritonitis, cause of infection, treatment course and current disposition were obtained. Upon review of the available information in the file, there was no indication the patient¿s peritonitis was due to the performance of any fresenius product(s) or device(s). Additionally, there was no indication the patient¿s peritonitis was related to a deficiency or malfunction of any fresenius product(s) or device(s).